Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. One picture was attached to complaint to use in the evaluation: from pictures it is observer drops of water all over the product, no leak is identified in picture. No units were received to perform testing/inspection. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue could not be confirmed. No actions were taken since complaint was not confirmed.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the drip chambers on the level 1 trauma fast flow disposable were leaking around the top of the chamber by the spike. The product problem occurred during patient use but did not cause or contribute to any adverse patient health effects.